Event description:
Caller reported an issue with a continuous glucose monitor, experiencing error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete instructions for a pump reset and guided them through the reset process. After the reset, the issue did not recur. Customer was advised to wait 20 minutes to start the sensor session, which they understood and acknowledged.